Manufacturer narrative:
The manufacturer narrative incorrectly indicated the date of the investigation and should have reflected as follows: "the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: "

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual examination of the pump found that the display screen was deeply scratched. The pump was powered on and the display screen was noted to be dim and faded. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was deeply scratched and the display screen was dim and faded. This report is made based on the results of evaluation completed on (B)(4) 2014.